Event description:
Customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There were no adverse impacts on the customer¿s blood glucose level as a result of this issue. Technical support determined that the pump needed to be replaced and provided a replacement pump with updated software. The customer was instructed to use a backup insulin pump temporarily and advised on returning the problematic pump to tandem and programming the new pump.